Event description:
Pt has experienced near constant numbness and tingling in bue. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 2002- 2009. Diagnosis or reason for use: dentures. Event abated after use stopped or dose reduced? No.